Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device was found to be in backup vvi mode during follow-up in clinic. Device was explanted and replaced. Patient was stable.

Manufacturer narrative:
The field event of backup mode was confirmed. Device was returned in backup mode due to unknown code corruption, with battery at normal level and normal telemetry. After reloading the code successfully, device was tested on bench and no anomaly was noted. Device was further monitored for several days and the backup condition could not be reproduced despite extensive efforts. The cause of code corruption remained unknown.